Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the firewall settings in the network configuration. A field service engineer performed troubleshooting techniques, resolved the firewall configuration issue, and restored communication. The station was brought back online and confirmed to be communicating through remote smart service (rss). All drawers were detected on the bus and operated without malfunctions or delays. Nurses and the customer verified that the station¿s inventory was accessible without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that all drawers not detected on bus. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.